Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. A triclip xtw was selected, during preparation of the clip, there was bubbles visualized within the cds, troubleshooting was preformed successfully. During the procedure, a triclip xtw was advanced within the patient, after the clip was opened within the atrium it was identified that one of the grippers would not descend. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A new triclip xtw was selected, it was determined that the clip had challenges with air bubbles in the tcds. Troubleshooting was preformed successfully and the clip was advanced within the patient but it was struggling with locking and unlocking. When the clip was opened it would jump open. Troubleshooting was preformed and the clip was removed from the patient. Two additional triclips were then implanted successfully. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the reported difficult to flush and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.